Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no additional information or sample requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. A review of the associated batch manufacturing records was not possible due to lot number supplied being incorrect. A complaints history review was carried out for a three year period using the product number provided, there have been only four further complaints reported with issue. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during therapy the light on the pump was shining steadily green, not blinking. The pump did not deliver any negative pressure. No patient harm was reported. A back up device was available.